Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
It was reported that the upper area of the device¿s touchscreen does not work. It was also reported that the equipment was connected to the patient. There was no patient harm reported.

Manufacturer narrative:
The repair of the unit has not been approved by the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) confirmed damage to the touchscreen and advised the customer it should be replaced.